Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with broken belt clip slot, cracked case at display window corners, minor scratches on lcd window.

Event description:
Customer called to report the insulin pump alarmed for failed battery test. Blood glucose reading was unknown at the time of the call. Troubleshooting was performed. Failed battery test did not recur. Found a crack near the battery compartment. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.